Event description:
A copy of the medwatch report was received from FDA which states, ¿patient was actively being resuscitated post intubation and propofol was infusing for sedation when alarm on bd alaris pump channel sounded and read "channel error code 240.4150". It was noted by rn 1 and rn 2 that medication was not infusing and patient was "biting the et tube". Channel was removed from service and new channel was brought in and propofol was restarted. Patient was given versed push of 4mg to bridge patient till propofol drip could be restarted.¿

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information: imdrf annex a, b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A copy of the medwatch report was received from FDA which states, ¿patient was actively being resuscitated post intubation and propofol was infusing for sedation when alarm on bd alaris pump channel sounded and read "channel error code 240.4150". It was noted by rn 1 and rn 2 that medication was not infusing and patient was "biting the et tube". Channel was removed from service and new channel was brought in and propofol was restarted. Patient was given versed push of 4mg to bridge patient till propofol drip could be restarted.¿

Manufacturer narrative:
Omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available. Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, reason code for no evaluation - if other specify, imdrf annex a, g, b, c codes. H3 other text : not applicable. Device evaluated by bd service.

Event description:
A copy of the medwatch report was received from FDA which states, ¿patient was actively being resuscitated post intubation and propofol was infusing for sedation when alarm on bd alaris pump channel sounded and read "channel error code 240.4150". It was noted by rn 1 and rn 2 that medication was not infusing and patient was "biting the et tube". Channel was removed from service and new channel was brought in and propofol was restarted. Patient was given versed push of 4mg to bridge patient till propofol drip could be restarted.¿